Manufacturer narrative:
The malfunction was duplicated and attributed to an unseated flex cable.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pad short" message. Complainant indicated that there was no pt involvement in the reported malfunction.